Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room due to syncope. It was noted that this device stored false episodes of ventricular tachycardia due to noise. A setscrew issue was suspected, therefore, an invasive procedure was performed to assess the lead to pacemaker connection.